Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website issues with device. The customer's blood glucose was unknown. It was reported the screen randomly goes blank, the program settings are lost when doing a battery change, and button error alarms. Customer declined trouble shooting for the issues. The insulin pump will not be returned for analysis.